Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint - litigation alleges that patient has experienced metal ions being released into patient's blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation in the thigh and groin. Patient has also experienced a popping and snapping sensation in the hip-joint when walking or moving to and from a sitting position. Update: 12/21/2012- patient fact sheet received. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. Update rec'd 12/21/2012- pfs and medical records received. Part/lot provided. A correct doi has been given. Original litigation mentioned issues from metal on metal; however, the sticker sheet indicates that the patient was actually implanted with poly. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/12/14. Update 4/29/15-pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:5/21/2015

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).